Event description:
It was reported that cuff misses occurred during attempted suture placement in the right common femoral artery using the preclose technique with three proglide devices using a 6f sheath prior to an percutaneous endovascular aortic aneurysm repair (pevar) procedure. Two additional proglide devices were used for successful suture placement. The pevar procedure was completed and hemostasis was achieved with the sutures of the two successfully placed proglide devices. The next day the patient returned to the hospital with no pulse in the right foot. An angiogram was performed and a thrombus was seen. A vascular surgeon performed a cut down and an aspiration to remove the thrombus. A foot of a proglide device was found imbedded in the calcification on the posterior wall of the artery at the site of the thrombus and was removed. The vascular surgeon stated that the sutures of the proglide devices that were used to achieve hemostasis were in the proper position and did not grab the posterior wall of the artery. The patient was hospitalized overnight for observation. It was reported that the physician is trained in the use of the proglide device, it is unknown if the physician is trained in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The two other perclose proglide devices referenced are being filed under a separate medwatch MFR number.